Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of over 1800mg/dl and diabetic ketoacidosis. Customer indicated that the pump stopped working. Troubleshooting found the drive support cap was normal but the time and year were wrong on the pump. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer did not feel safe with the pump and requested a new one. The customer was advised to follow up with their doctor regarding the high blood glucose. The customer was also advised that the device would be replaced and agreed to return the product for analysis.